Event description:
As reported, it was a 29mm sapien 3 transcatheter heart valve implant in aortic position by transfemoral approach. During procedure, both esheath and delivery system passed through aorta easily and the valve was well implanted but the tip of the esheath was noted to be teared after its removal from the iliac artery. Final angiogram showed no peripheral complication. Patient was fine post procedure. As per medical opinion, the root cause of the event may have due to technical issue or defect.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device was discarded.

Manufacturer narrative:
The complaint for a torn sheath distal tip was confirmed per evaluation of the provided imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. The device was not returned for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Per event description, ''during procedure, both esheath and delivery system passed through aorta easily and the valve was well implanted but the tip of the esheath was noted to be teared after its removal from the iliac artery''. Per returned device image, the sheath distal tip was observed to be torn radially along the distal edge of the liner, additionally 3mensio reveals presence of calcification and tortuosity in the patient's anatomy. The failure mode is characteristic of sheath tip tear events as described in an existing product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the crimped valve and sheath tip during delivery system advancement, tearing radially the distal tip along the distal edge of the liner. Additionally, tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, tearing the tip, while calcification can scratch the tip and disrupt the tip opening score lines. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification). However, a definitive root cause is unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.